Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that device data was reviewed for the patient with this pacemaker system regarding intermittent high capture thresholds on the right ventricular (rv) lead and loss of capture (loc). Technical services (ts) indicated that the right ventricular automatic capture (rvac) feature monitors loc and automatically adjusts output within predefined limits, with higher output values observed during suspension when consecutive loc is detected. It was noted that the safety margin for rvac is not manually adjustable. Subsequent evaluation confirmed true loc, and no root cause was identified. Programming optimization was performed. This pacemaker remains in service. No adverse patient effects were reported.